Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ultrasound tip broke during an eye surgery. The sleeve was on the tip at the time of the event. The tip and sleeve were removed, replaced, and the procedure continued. There was no patient harm. A product sample was requested for evaluation.

Manufacturer narrative:
A product sample was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).